Event description:
The customer reported that insulin pump alarmed button error and a wire under the escape button was stuck up. The blood glucose reading was 121 mg/dl. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error. The device had not button response due to corroded keypad traces, cracked end cap, missing display window, moisture damage on the electronic assembly and motor.